Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient developed an open irritation under one of the electrodes. The irritation was described as "torn and bleeding". The patient went to a wound care center, and the physician recommended using gauze over the irritation. The patient also removed the device. Follow-up indicated that the irritation had healed.